Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Event description:
The device was explanted. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b5 d6b h6. Clarification to partial date of implant: 2016 was provided.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on oct 17, 2025. With lot number 2839571. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device was explanted, replaced and has been returned.